Manufacturer narrative:
Insulin pump up arrow button did not respond due to corroded keypad trace. No button error alarm noted. Insulin pump received with minor scratches on display window, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the customer received a button error alarm on his insulin pump, while the customer was checking his blood glucose. He did not recall any significant events leading up to the alarm. The customer was advised to discontinue use of the pump and revert to a back-up plan. His blood glucose level was 226 mg/dl. Nothing further was reported.